Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was on arctic sun device, therapy started around 8pm. Nurse stated that the target temperature of 33c was met at 11 pm. But patient was staying below target, currently the patient temperature was 31.7c via foley to monitor and 31.8c via rectal to arctic sun device. Nurse stated that water temperature was 42c, flow rate was 3lpm, pad coverage was good, patient trend indicator was neutral. Mss discussed reasons why the patient had trouble in maintaining target, no dialysis, or continuous renal replacement therapy. Nurse stated that patient temperature was down for 1.5 hours. The nurse stated that the patient was dying, but the doctor wanted to make sure whether the device was functioning properly. Nurse had already added a bair hugger and turned on the vent warmer. Mss explained that the device was responding appropriately and to manage per facility protocol. Per follow up information received via phone on 30dec2021, mss spoke with user and they stated that the issue was resolved and had no patient injury and was able to complete therapy. Mss was able to help correct issue and device worked properly.

Event description:
It was reported that the patient was on arctic sun device, therapy started around 8pm. Nurse stated that the target temperature of 33c was met at 11 pm. But patient was staying below target, currently the patient temperature was 31.7c via foley to monitor and 31.8c via rectal to arctic sun device. Nurse stated that water temperature was 42c, flow rate was 3lpm, pad coverage was good, patient trend indicator was neutral. Mss discussed reasons why the patient had trouble in maintaining target, no dialysis, or continuous renal replacement therapy. Nurse stated that patient temperature was down for 1.5 hours. The nurse stated that the patient was dying, but the doctor wanted to make sure whether the device was functioning properly. Nurse had already added a bair hugger and turned on the vent warmer. Mss explained that the device was responding appropriately and to manage per facility protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.